Event description:
It was reported the patient had a "wire broken" in their neck. It was confirmed by the hcp. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.